Event description:
Reportable based on analysis results completed (B)(6) 2011. It was reported that during a coronary artery stenting treatment procedure there was difficulty crossing the lesion. The target lesion was located in the middle of left circumflex. The stent could not cross the lesion due to the severe tortuosity and calcification. The procedure was completed with a different device. There were no reported complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified proximal stent damage. Stent strut rows 1 and 2 were misaligned. A hypotube kink was present approximately 22.5cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was use/user error. (B)(4).